Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The issue occurred with four similar types of infusion sets used for one day.moreover, the blood glucose level of the patient at the time of event was 250 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01047- device 4 of 4.